Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine and morphine at unknown doses and concentrations via an implantable infusion pump for non-malignant pain. It was reported that at a refill the hcp was aspirating out a drug and at the very end of the aspiration they saw a very cloudy (almost looked like salt water) portion of aspirate in the syringe. The hcp reported there was no drug or therapy issues. It was reported that the pump pocket looked great. The hcp performed 2 reservoir rinses with saline and what was aspirated out at the end of that was no longer cloudy. The hcp reported that some amber had been seen in the drug before but that was normal and expected based on the needle puncturing the skin. The hcp was certain they were in the reservoir the entire time at the refill. No further complications were anticipated/reported.